Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/pelvic pain') and genital haemorrhage ('general abnormal bleed') in a 46-year-old female patient who had essure (batch no. 838567) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, dyspareunia, gerd, restless legs syndrome, dysmenorrhoea, pneumonia, menorrhagia, uterine fibroid, dyslipidemia, gerd, caesarean section, pain menstrual, adenomyosis and leiomyoma nos. Previously administered products included for an unreported indication: depo-provera from may 2009 to (B)(6) 2011. Concomitant products included amitriptyline, baclofen from (B)(6)2012 to (B)(6)2012, esomeprazole from(B)(6)2012 to(B)(6)2012, hydrocodone bitartrate;paracetamol (norco) from(B)(6)2012 to(B)(6)2012, hydrocodone from (B)(6)2011 to (B)(6)2012, ibuprofen from (B)(6)2012 to(B)(6)2012 and lisinopril from(B)(6)2012 to(B)(6)2012. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). On (B)(6) -2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"). In( B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/ psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain/abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes) (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, abdominal pain and genital haemorrhage had resolved and the dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal - (B)(6) 2012 as per removal details, medical records and pathology details and (B)(6) 2018 as per the injury chart. She received treatment for pelvic pain / abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleed and migraine. Discrepancy noted for essure insertion date- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6) 2012: confirmed that the essure device was successfully occluded, bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6) 2020: pif received: outcome of event abnormal bleeding(vagina) was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a (B)(6) year old female patient who had essure (batch no. 838567) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, dyspareunia, gerd, restless legs syndrome, dysmenorrhoea, pneumonia, menorrhagia, uterine fibroid, dyslipidemia, gerd, caesarean section, painful respiration, adenomyosis and leiomyoma. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2009 to (B)(6) 2011. Concomitant products included amitriptyline, baclofen from (B)(6) 2012 to (B)(6) 2012, esomeprazole from (B)(6) 2012 to (B)(6) 2012, hydrocodone bitartrate; paracetamol (norco) from (B)(6) 2012 to (B)(6) 2012, hydrocodone from (B)(6) 2011 to (B)(6) 2012, ibuprofen from (B)(6) 2012 to (B)(6) 2012 and lisinopril from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and migraine outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal (B)(6) 2012 as per removal details, medical records and pathology details and (B)(6) 2018 as per the injury chart. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: confirmed that the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 12-aug-2019: reporter and patient demographics, medical history, concomitant drugs, updated laboratory test date were added. Updated suspect drug indication and added lot number. On (B)(6) 2011, she implanted essure (previously reported as (B)(6) 2013). On (B)(6) 2012, she explanted essure. Added events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, mental anguish, dysmenorrhea (cramping), migraines / headaches. Updated event physical pain/ pain (previously reported as physical pain), updated incident category, outcome, severity. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 46-year-old female patient who had essure (batch no. 838567) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, dyspareunia, gerd, restless legs syndrome, dysmenorrhoea, pneumonia, menorrhagia, uterine fibroid, dyslipidemia, gerd, caesarean section, pain menstrual, adenomyosis and leiomyoma nos. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2009 to (B)(6) 2011. Concomitant products included amitriptyline, baclofen from (B)(6)2012 to (B)(6)2012, esomeprazole from(B)(6)2012 to (B)(6)2012, hydrocodone bitartrate;paracetamol (norco) from (B)(6)2012 to(B)(6)2012, hydrocodone from (B)(6)2011 to (B)(6)2012, ibuprofen from (B)(6) 2012 to (B)(6)2012 and lisinopril from(B)(6)2012 to(B)(6)2012. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain was resolving and the dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal - (B)(6)2012 as per removal details, medical records and pathology details and (B)(6)2018 as per the injury chart. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 05-mar-2012: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-aug-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') and genital haemorrhage ('general abnormal bleed') in a 46-year-old female patient who had essure (batch no. 838567) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, dyspareunia, gerd, restless legs syndrome, dysmenorrhoea, pneumonia, menorrhagia, uterine fibroid, dyslipidemia, gerd, caesarean section, pain menstrual, adenomyosis and leiomyoma nos. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2009 to (B)(6)2011. Concomitant products included amitriptyline, baclofen from (B)(6) 2012 to (B)(6)2012, esomeprazole from (B)(6)2012 to (B)(6)2012, hydrocodone bitartrate;paracetamol (norco) from (B)(6)2012 to (B)(6)2012, hydrocodone from (B)(6)2011 to (B)(6)2012, ibuprofen from (B)(6)2012 to (B)(6)2012 and lisinopril from (B)(6)2012 to(B)(6)2012. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"). In (B)(6)2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/ psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on 6-jul-2012. At the time of the report, the pelvic pain, menorrhagia, migraine, abdominal pain and genital haemorrhage had resolved and the dysmenorrhoea, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal (B)(6)2012 as per removal details, medical records and pathology details and (B)(6)2018 as per the injury chart. She received treatment for pelvic pain / abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleed and migraine. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: confirmed that the essure device was successfully occluded, bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: updated laboratory data. Added events abdominal pain, general abnormal bleed. Updated event mental anguish/ psych injury (previously reported as mental anguish), abnormal bleeding(menorrhagia)/ menorrhagia (heavy menstrual bleeding) (previously reported as abnormal bleeding (menorrhagia). Updated outcome of event pelvic pain (previously reported as recovering), menorrhagia, migraine. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.